Event description:
Patient called to report a left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, broken shell and others, and missing shell (0-25%). Leak test and microscopic analysis was performed which identified: a striated broken on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated broken on radius assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
The device has been explanted replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient called to report a left side deflation. The device remains implanted.